Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. Motor stall was caused by patient having MRI or other medical procedure. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter: model: 8731sc, serial #: (B)(4), implanted: (B)(6) 2009, explanted: unk; catheter pouch: model: 8590-1, lot #: n230604, implanted: (B)(6) 2009, explanted: unk; programmer: model: 8835, serial #: (B)(4).

Manufacturer narrative:
(B)(4).